Manufacturer narrative:
Device evaluation summary: during analysis of the device, a rent was found on the posterior view measuring approximately 0.4 cm, within an area of cracking siltex. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference numbers (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast augmentation procedure with a 425cc mentor siltex round moderate profile saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile saline devices (catalog number: 3502425, s/ns: (B)(4)) on (B)(6) 2017.